Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous distal left circumflex (lcx) artery. A 2.25mm x 8mm synergy¿ drug-eluting stent was advanced towards the distal part of a previously implanted stent in the proximal lcx. However, the device failed to cross the previously implanted stent. The device was removed and the proximal part of the stent was found to be lifted. The procedure was completed using a different device. There were no patient complications reported and the patient's status was good.